Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unspecified date in (B)(6). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. (B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain and cloudy peritoneal dialysis fluids coincident with peritoneal continuous ambulatory dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with cefazolin and vancomycin (1 gram/day for 4 days, ip); the route was not reported) and then switched to cipro (200 milligram) (frequency, route, and duration not reported) and tienam (1 gram/day, ip) (route and duration not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. However, the patient remained hospitalized. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this event.